Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database revealed one add'l complaint reported for the same lot (different failure mode). The 2008, initial g-tube enteral feeding product family trend chart was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corp. In 2008, that a peg placement procedure was performed four days prior, using an endovive safety peg kit device. According to the complainant, during the procedure "the scalpel was in the locked position out of the package." The procedure was completed using a different scalpel (unk MFR). There were no pt complications reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine."